Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. The patient has a pacemaker implanted. The patient was cooking at the time of the shock. Technical services discussed some testing options. Also, the clinic asked why the markers on the electrogram did not line up. Technical services reviewed the electrogram and confirmed that the markers did line up with the signals. There were no additional adverse patient effects. The system remains implanted.